Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. It was reported that the needle was reshaped. Artmt600239457 ver. B. Brk transseptal needle instructions for use (IFU) warns, ¿do not alter this device in any way.¿ the batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and due to unknown procedural conditions, the cause of the reported incident of a pericardial effusion and patient death could not be conclusively determined.

Event description:
During the atrial fibrillation with pulsed field ablation, a cardiac effusion occurred that resulted in patient death. The transseptal puncture was performed with the brk needle and 13f sheath guided by eto with no issue. After the puncture, a 0.035 wire was inserted into the lspv and confirmed by the fluoroscopy. The pfa catheter was inserted into the la, the physician filled it and started the contact baseline on the posterior wall with no issue. The lspv was isolated with no issue. Then the 0.035 wire was inserted into the lipv and confirmed with fluoroscopy. The physician moved the pfa catheter and 13f sheath from the lspv with the 0.35 wire retrieved clockwise and inserted the guidewire into the lipv. The pfa catheter was moved toward the vein but during isolation, the anesthetist noted a drop on c02 expired. The physician looked on fluoroscopy and noted no cardiac contraction. Cardiac effusion was confirmed with tte. A pericardiocentesis was performed and while draining, adrenaline was injected to increase cardiac rhythm. At the same time, a cs catheter was inserted in the rv to stimulate but the heart was not contracted, confirming an electro-mechanic dissociation. A cardiac massage was attempted for 15 minutes with no success. The patient died. After retrieving the devices, neither the pfa catheter nor the sheath presented default. The physician alleges that the issue was not due to the devices but the consequence of the transseptal puncture. The needle was reshaped.

Event description:
During the atrial fibrillation with pulsed field ablation, a cardiac effusion occurred that resulted in patient death. The transseptal puncture was performed with the brk needle and 13f sheath guided by eto with no issue. After the puncture, a 0.035 wire was inserted into the lspv and confirmed by the fluoroscopy. The pfa catheter was inserted into the la, the physician filled it and started the contact baseline on the posterior wall with no issue. The lspv was isolated with no issue. Then the 0.035 wire was inserted into the lipv and confirmed with fluoroscopy. The physician moved the pfa catheter and 13f sheath from the lspv with the 0.35 wire retrieved clockwise and inserted the guidewire into the lipv. The pfa catheter was moved toward the vein but during isolation, the anesthetist noted a drop on c02 expired. The physician looked on fluoroscopy and noted no cardiac contraction. Cardiac effusion was confirmed with tte. A pericardiocentesis was performed and while draining, adrenaline was injected to increase cardiac rhythm. At the same time, a cs catheter was inserted in the rv to stimulate but the heart was not contracted, confirming an electro-mechanic dissociation. A cardiac massage was attempted for 15 minutes with no success. The patient died. After retrieving the devices, neither the pfa catheter nor the sheath presented default. The physician alleges that the issue was not due to the devices but the consequence of the transseptal puncture. The needle was reshaped. It was reported that the patient had a history of lung cancer and an associated left lung lobectomy, which may have caused the patient's cardiac and mediastinal anatomy to be distorted, leading to a difficult transseptal puncture. There were no product performance issues noted with the brk transseptal needle.

Manufacturer narrative:
Additional information: b5, g3, h2, h11. The results of the investigation are inconclusive since the device was not returned for analysis. It was reported that the needle was reshaped. The brk transseptal needle instructions for use (IFU) warns, ¿do not alter this device in any way.¿ the batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and due to unknown procedural conditions, the cause of the reported incident of a pericardial effusion and patient death could not be conclusively determined.